Manufacturer narrative:
A hole was observed in the external portion of the soft cannula. During fluid path testing, fluid diverted through the hole in the soft cannula. The exact timing and cause of the hole could not be determined. No other defects or deficiencies were identified during the investigation.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated a new pod.